Event description:
During the left atrial appendage occlusion procedure, the catheter tip was fractured. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The reported tip fracture was confirmed. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this issue was determined to be a design/process issue.